Event description:
Information was received from a caller claiming to be a respiratory therapist alleging a death occurred while using the device. There is no allegation of device malfunction. The device was reportedly turned off by the nursing staff to administer patient care and restarted without resetting the device parameters to reactivate the current device settings before patient therapy was resumed. The patient reportedly expired due to the correct settings not being reactivated after the device was restarted. The settings being used on the device are unknown. Further investigation of this alleged incident cannot be conducted at this time. The reporter for this alleged incident would not disclose the location where the alleged incident occurred, the serial number of the device involved in the alleged incident, or any other pertinent details regarding this alleged event. Based on the available information, the device appears to have operated as designed. The device appears to have been turned off for greater than 10 seconds before the patient was placed back on the device. Labeling for the device states that if the device loses power, and power is restored in less than 10 seconds, the unit will return to operation at the same settings that were in effect before power was lost. If power is restored after 10 seconds, the unit paramets will have to be reset. If power is lost to the device or if the device is turned off for greater than 10 seconds, the device restarts in the system self test mode. The monitoring button must be pressed to reset the parameters and begin therapy using the same settings that were in effect before the device was turned off. This process is explained in the device labeling. This device is also labeled for use as an assist ventilator and is intended to augment the ventilation of a spontaneously breathing patient. It is not intended to provide the total ventilatory requirements of the patient.